Event description:
It was reported that during the shaving of a spinal cord tumor, the tip broke and the dura of the patient was perforated. There was no delay or medical intervention reported, and the procedure was completed successfully with no other adverse consequences reported.

Manufacturer narrative:
The event of a broken tip was retracted.

Event description:
It was reported that during the shaving of a spinal cord tumor, the dura of the patient was perforated. There was no delay or medical intervention reported, and the procedure was completed successfully with no other adverse consequences reported.

Manufacturer narrative:
Other text : device not returned.

Event description:
It was reported that during the shaving of a spinal cord tumor, the dura of the patient was perforated. There was no delay or medical intervention reported, and the procedure was completed successfully with no other adverse consequences reported.